Manufacturer narrative:
There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2022, a spontaneous report from the united states was received from a consumer via email regarding a male (age not reported) who used a thermacare heat wrap. Medical history included pain. Concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare heat wrap (lot number and expiration date not provided). On an unspecified date, after using the product, the consumer experienced blisters. Instead of relief he was in more pain. No additional information was provided.

Event description:
On 17-jan-2022, a spontaneous report from the united states was received from a consumer via email regarding a 53-year-old male who used a thermacare lower back and hip 8hr s/m heat wrap. Medical history included pain and prior use of thermacare without issue. The consumer had no known allergies. Concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare lower back and hip 8hr s/m heat wrap for an unspecified indication for 8 hours to his lower back. On (B)(6) 2022, after removing the heat wrap, the area was burning and red. Within a couple of hours, the affected area had clear fluid filled blisters. Instead of relief he was in more pain. As of 21-jan-2022, the area was dark red and almost brown. He still had some blisters which clear fluid. He applied burn relief to the area. He did not seek any medical treatment. The medical device site was slightly pink and did not have any redness.

Manufacturer narrative:
Manufacturer narrative: the root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports he "experienced blisters". The cause of the consumer stating he "experienced blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for blisters; a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.